Event description:
A surgeon reported that following implantation of an intraocular lens (iol), the pt has glare when driving at dusk or night. The symptoms are described as seeing a complete circle of light secondary to discreet light sources with radial streaks eminating from the peripheral edge of the circle. Topical administration of brimolidine helps relieve the symptoms, but the pt does not desire to use them. Visual acuity in the implanted eye is 20/20 with -0.75 spectacle correction.